Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a new system implant lead measurements were abnormal. X-ray confirmed that the lead had dislodged. The lead was repositioned successfully and there were no complications or patient symptoms.